Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. H10 this is one of two related reports. This report represents the first pump and another report was submitted to represent the second report. Investigation summary hemolysis/mechanical interaction with blood: the root cause of the reported hemolysis was not determined due to lack of conclusive evidence from the data logs, insufficient clinical details, and unreturned product for further investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
In impella cp was inserted via the femoral artery to support the 62 year old female with a history of chronic obstructive pulmonary disease and sciatica. Prior to coming to the medical center she suffered a ventricular fibrillation arrest in the community. She was intubated and started in vasopressors in the ICU. She was then taken to the catheterization lab and cp pump was inserted for hemodynamic support. Her condition was presenting with an ejection fraction of 15% and in scai stage e shock. The patient suffered from hemolysis and was explanted and replaced/escalated to the impella 5.5 pump on day of implant. Hemolysis may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.